Event description:
The customer reported that during routine monthly inspection, the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart). No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.